Manufacturer narrative:
(B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported to ge healthcare that the ventilator handle snapped when the caregiver lifted the unit, and the ventilator landed on the floor. There was no reported injury.